Event description:
Maude report received indicating that a monarc sling was implanted on (B)(6) 2007. The pt was seen a few weeks after the sling implant procedure and reported that she was "having trouble urinating with any force." The report indicated that the physician thought "that perhaps this was because the sling was a little tight and that this should resolve over time." The report indicated that the pt did experience some improvement. Also reported was that the pt began experiencing low back pain in 2008 and saw an orthopedic dr who treated her with two courses of prednisone and the pt had short term relief of her back pain. The pt continued to be treated for back pain apparently without improvement. The report indicated that pt was then referred back to her urologist to determine if the bladder sling could be the cause of the pain. It was also reported that the pt is taking tramadol for pain relief, and is considering an epidural block for pain mgmt or having the mesh removed.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.